Manufacturer narrative:
(B)(6) provided his subjective on the incident and his chair was inspected by rehab co. After the incident. Patient feels incident was due to the fact that he exited train in reverse at inaccessible subway platform. Damaged powered wheelchair was returned to motion concepts on 08-jul-2016. As per customer request, damaged chair was reworked and sent back to the dealer.

Event description:
(B)(6) states that he was using his power chair on the subway. He reports he entered the train at an accessible station. When he reached his destination, the train was not lined up with the accessible area of the platform. He explained that he exited the train in reverse and the rear wheel got stuck in the gap and the chair tipped backwards. He reports that he hurt his arm, neck, back and ribs when he fell. Passengers on the train assisted him and the chair upright. (B)(6) feels incident was due to the fact that he exited train in reverse at inaccessible subway platform.